Event description:
Healthcare professional (hcp) reported injecting a patient with juvederm volite in the forehead and cheek. The same day, the patient experienced ¿embolism on the left cheek and forehead/ bluish pattern appears on the skin.¿ the patient was treated with hyaluronidase, and the patient was observed. Symptom resolution not provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.